Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 48 mg/dl. Customer treated with glucose tabs. No troubleshooting was done. Customer will not be returning the device for analysis.